Manufacturer narrative:
Patient was revised to address pain and a fluid lump on the thigh. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the femoral head product/lot code. Per procedure, this device is exempt from device history records review. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and a fluid lump on the thigh.

Manufacturer narrative:
Update rec'd 8/6/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and a large cyst on his right leg. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address pain and a fluid lump on the thigh. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the femoral head product/lot code. Per procedure, this device is exempt from device history records review. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/8/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.